Manufacturer narrative:
(B)(4). The pump remains in use supporting the patient. Review of the submitted log file revealed one motor stop event while operating on the power module. The data following this pump stop indicated that the pump ramped back up to its set speed without issue. Examination of the x-rays provided by the account revealed no obvious areas of shield breakdown or potential damage. A root cause for the pump stop could not be conclusively determined through this evaluation. No further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2016, prior to being discharged from the hospital, a red heart alarm and pump stop occurred while the patient was laying in the hospital bed and connected to the power module. The alarm reportedly resolved itself. The patient remained asymptomatic. The patient was discharged to home and would continue to be monitored.